Manufacturer narrative:
Unknown date in 2017. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient experienced discomfort and pain three to four months after implantation of 2 titanium alloy plates in the rib. The original procedure was performed on (B)(6) 2017. Radiography was taken on an unknown date which confirmed one (1) plate was broken. No further information was provided on patient outcome or revision surgery. This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 04.501.007; lot: 9159727; manufacturing site: mezzovico; release to warehouse date: september 22, 2014 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to iso-5832-x specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The ti matrixrib pre-contoured plate, 18 hole (04.501.007) is available in the matrixrib system which is indicated for the fixation and stabilization of rib fractures, fusions and osteotomies of normal and osteoporotic bone. Customer quality investigation: broken: visual inspection: the reported plate images were examined, and the complaint was able to be confirmed as the plate was found to be broken transverse at two different sites. The breakage was observed proximal to 3rd and 11th distal plate hole per images provided. No other issues were identified. The device condition agree with the complaint description and the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings (date of manufacture to current revision) for the plate were reviewed, and no design issues were noted. Dimensional analysis on relevant portions were not performed as the plate was not returned. Device history record review performed showed that this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. The lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Furthermore, the raw material certificate was reviewed, and the used material was according to iso-5832-x specification for implants for surgery. The complaint history for matrixrib plates (04.501.001-097) was reviewed from january 2008 through october 2018. Device sales were utilized to calculate an occurrence rate. The risk assessment for matrixrib addresses the hazard ¿plate breaks post-operatively.¿ the complaint condition is adequately covered by the risk assessment. No root cause could be determined from the provided information. However, based on the visual analysis of the provided device images, it is likely that the breakage at multiple regions could have occurred due to unintended forces on the device during post-op activities. The complaint is confirmed. However, during the investigation, no product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing and material review, and risk assessment review were performed as part of this investigation. No product design or manufacturing discrepancies were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: screws (part: unknown, lot: unknown, quantity: 17). This report is for one (1) titanium (ti) matrixrib pre-contoured plate.